Event description:
It was reported that balloon rupture occurred. The patient presented with shunt failure and underwent vascular access intervention therapy of the 90% stenosed target lesion. An 8.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.